Event description:
The pt performed a blood glucose test on the suspect device and obtained a reading of 103mg/dl. Pt then tested on a competitor's device and obtained a reading of hi. Pt went to the emergency room and a lab result was 576 mg/dl. Pt was given insulin and kept for two days before being released.